Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 423 mg/dl. Customer stated she put the device in her bra and it was exposed to sweat. Customer was advised to revert to back up plan. No further information reported.